Event description:
Leakage at the injection site [injection site extravasation] blood glucose spikes [blood glucose increased]. Case description: does the incident represent a serious public health treat?: no. This serious spontaneous case from the united states was reported by a nurse via a supply manager for a hospital as "leakage at the injection site" and "blood glucose spikes" on an unspecified date, and concerns a child (age and gender not reported) who was treated with novofine 8mm (30 g) needle) from an unknown start date for device therapy. Patient's height, weight and bmi (body mass index) was not provided. Medical history was not provided. It was reported that nurse noticed leakage at the injection site with the use of novofine 8 mm 30g 8mm needles. The child was currently admitted in the hospital as experienced blood glucose spikes when the injection site leakage occurred. Action taken to novofine 30g was not reported. The overall outcome was not reported. Contact information for the nurse was not provided.